Event description:
Procedure type: gastric remnant cancer/bypass of gastroenterostomy. According to the reporter: fired the device, bleeding occurred. Replaced sulu and fired again, bleeding occurred again. Performed hand suture. Sulu was discarded by customer. Operating time extended: less than 30 min. Additional tissue resection: yes. Nothing fell into the cavity. Amount of bleeding: under 200cc. No pt injury was reported.